Event description:
One of our quality engineers is reporting that during a shoulder repair, they and the surgeon noted that there were metal shavings emanating from the shaver. It is not known if all of the debris was removed from the body. The procedure was completed successfully without further incident or harm to the pt. Our representative in a conversation goes on to report that they observed this phenomon in 2 more same type procedures with unspecified fms cutters, same day with the same surgeon at the same facility. See mdrs 1221934-2008-00475 and 1221934-2008-00476.

Manufacturer narrative:
Mitek is at this point in time awaiting receipt of the complaint device towards conducting a failure analysis, and is also in the info gathering mode. The results of our evaluation will be the subject of a follow-up report.